Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated hospital visit, the pulse generator was found to be operating in backup vvi mode. The patient was asymptomatic. Device restoration was not performed due to the device's low battery status. No intervention was reported.